Event description:
The dental implant fx3610swc was removed on (B)(6) 2018 due to failure to osseointegrate 3 months after implantation. The patient has no significant medical history. The patient required a bone graft in preparation for another implant surgery.